Event description:
The customer reported via phone call that she has received multiple battery out limit alarms. Customer stated that she put in a new battery on friday and the next day, she had a battery out limit alarm. Customer took the battery out to stop the alarm. Customer stated that the pump alarmed during normal use. Customer stated that even after she puts in a new battery, the pump will show that it is empty. Customer will be shipped a replacement battery cap. Customer was advised to monitor the pump. Customer called back after receiving a new battery cap and she was still receiving the same error.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.